Manufacturer narrative:
The device has been requested but has not been received.

Event description:
A nurse reported a home patient received an overinfusion of zosyn. The patient was prescribed a concentration of 4.5g/82ml every 6 hours and 18g/24 hours in 330 ml bag, but received 18g in 14 hours. The patient had a PICC (peripherally inserted central catheter) located in the antecubital area. At 1100am a nurse put a new 330 ml bag of zosyn on the pump and started the infusion, but no medication infused. The patient was taken to the emergency room because they thought that the PICC was occluded. While at the hospital, the patient received cath flo in their PICC and it unclogged. At approximately 11am-4pm or 5pm no medication was infused. Between 4pm and 5pm a nurse at the emergency room restarted the infusion. It was realized during a 14 hour period that all of the medication (330 ml) had infused out of the bag. The patient's husband called the infusion services the next morning to report the bag had infused in 14 hours instead of 24 hours. According to the nurse at the infusion services, the pump programming was locked when sent out. When the pump came back, it was received back at same setting. The inside of baggie that the pump was sent back in was wet, the cassette, tubing and inside of the pump was also wet. No medical intervention was performed. The patient "voided fine."